Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could the root cause be determined with confidence. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
During a slap (superior labrum anterior and posterior) repair utilizing the twist drill, flex, crvd, for 2.3 sa the device was placed into the curved guide and the tip broke off. A grasper was used to remove the broken piece. No patient injury or other complications were reported.